Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 1 of 2. The technical service representative (tsr) explained the message, advised the home patient (hp) to cycle power to the machine and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The hp was contacted on (B)(6) 2011. The hp stated that she did not remember the incident ever occurring. The hp stated no further information is available at this time. The hp also stated no companion samples were available. Since then, therapy has been going well.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.